Event description:
The customer reported that during a tha procedure, the checkpoint thread split and broke when trying to unscrew/ remove the checkpoint from the acetabulum. The stryker rep further reported that a broken piece of the checkpoint was left inside the patient. No additional scans of the patient were made.